Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this pacemaker battery was depleting faster than expected. Boston scientific technical services (ts) reviewed and noted that device showed less than three months and patient was in atrial fibrillation (af) over the last year. Ts explained device power consumption was high which would be expected due to af. Moreover, an engineering analysis was performed in which it showed that the device exhibited high rate atrial sensing that could cause an increase in power consumption. Also, the device had minute ventilation (mv) and signal artifact monitoring (sam) enabled. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.